Event description:
The manufacturer received information alleging a ventilator was displaying an error code related to the charging of the internal battery . The device was not in patient use. The device has yet to be returned to the manufacturer for evaluation. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported an allegation of a ventilator displaying an error code related to the charging of the internal battery . The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's system was replaced to address the issue.